Event description:
It was reported when the device was used during a thoractomy, the device fired an incomplete staple line. The pt had a blood loss of 1000cc. Operating room time was extended 1.5 hrs. There was no further pt consequence.